Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob, gender and weight not available for reporting. Date of event: unknown. This report is for two (2) unknown 2.4 mm cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 2.4 mm variable angle (va) locking compression (lcp) distal radius plate, five (5) unknown 2.4 mm locking screws, and two (2) unknown 2.4 mm cortex screws to treat and unknown distal radius fracture on an unknown date. Postoperatively, the patient presented with pain and a tendon rupture. The patient was returned to the operating room on (B)(6) 2018 where the implants were removed intact and without difficulty. The patient was reported to be in stable condition. This complaint involves three (3) devices. This report is 3 of 3 for plate,fixation,bone.